Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was being performed? What color reload was used and what was the sequence of the firings? What anatomical structures was the device fired on? Were there any difficulties firing the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What were the other ailments mentioned? Did these ailments cause or contribute to the post-op bleeding? Was the source of the bleeding identified? Were any additional medical or surgical interventions required besides the transfusions? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, after firing the device the staple line was bleeding and was over sewn. A few days post op, patient returned for bleeding along staple line. They have received three transfusions. The patient's current state is unknown. The or manager noted that the patient has other aliments.